Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d1, d2a, d2b, d4, h4, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Deformation: not observed. Cyst: unable to observe since it is not related to the device. Crease / folding of implant: not observed. Seroma-late: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side rupture and a small amount of fluid diagnosed via ultrasound and MRI. Device has been explanted.

Event description:
Healthcare professional reported right side rupture and a small amount of fluid diagnosed via ultrasound and MRI. The status of the device is unknown.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; "small amount of fluid".